Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective therapy with their cervical system due to lead migration. As a result, surgical intervention took place on (B)(6) 2025, wherein the migrated lead was repositioned to address the issue.